Event description:
It was reported st elevation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman trusteer access system (was) was used along with a 24mm watchman flx pro laa closure device and delivery system (wds). The wds was inserted into the was without issue. During the deployment process of the closure device, st elevation was noticed. It was suspected that the st elevation was due to an air embolus; however, this was unable to be confirmed. There was no noticeable air in the devices or the patient. The closure device was implanted without issue and the st elevation resolved on its own by the end of the procedure. The patient has fully recovered.